Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device did not pass pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the water entered air gas module due to malfunctioning hospital's air central system. On-site investigation reveled that also internal leakage test, flow transducer test, o2 sensor test, safety valve test and patient circuit test failed. The air gas module has been replaced to resolve the issue. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. The air gas module regulates the inspiratory gas flow and gas mixture. According to the user manual for servo-s (rev. 04), maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The hospital is responsible for using medical grade gases for use in the servo ventilator. The user is aware of this and it is stated how to use and clean the device to avoid similar scenario. The user is instructed on how to use the device correctly. The most probable root cause is usability issue. The deffective gas module has not been returned for further investigation.

Event description:
Manufacturer's ref. #: (B)(4).